Event description:
It was reported that an angio-seal was selected for use. During deployment, the suture broke near the collagen. The physician then accessed the pt's groin on the left side with a pigtail catheter and took various views for the lost parts. No parts were found. The pt was admitted overnight. Later that day, the pt was discharged. There were no reported consequences to the pt.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined.